Event description:
A nurse reported via phone call indicating that a customer experienced high blood glucose of 504 mg/dl. The customer was hospitalized on (B)(6) 2015 at 11:15 am for diabetic ketoacidosis and hypoglycemia. The customer felt symptoms of nausea and vomiting. The customer was treated with insulin. The customer received a no delivery alarm. The customer will send their sets back when they are released from the hospital. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.